Event description:
A malfunction was reported when the patient indicated that their pump battery was depleting faster. There was no adverse impact to the customer's blood glucose level. The patient declined further troubleshooting, and since necessary logs were not uploaded, the cts task team was unable to calculate battery depletion percentage for the reported issue, resulting in closure of the case without further action.